Event description:
A pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure in 2008. According to the complainant, while loading the second sacrospinas suture into the capio, the suture broke. It should be noted that the suture bullet did not detach, therefore, no device fragments had to be retrieved from the pt/ the first sacrospinas suture was already in place. The entire mesh was removed and a second pinnacle pelvic floor repair kit was used to complete the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration and MFR dates are unk. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant info, a supplemental MFR's report will be filed.